Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched due to hypoglycemia on unknown date in past. The customer¿s blood glucose level was unknown at time of incident. The customer was treated with intravenous insulin drip. Customer stated that they were brittle of diabetic. Customer was only using insulin pump system at the time of incident. Customer stated that emergency medical services was dispatched due to they were having epilepsy. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.